Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding genital") and migraine ("migraine") in a 42 year-old female patient who had essure inserted (lot no. 624487,624477). The patient had a medical history of fibroids, prolonged heavy periods and painful periods. The use of other products were denied. In 2007, the patient had essure inserted. In 2020 she experienced migraine (seriousness criterion medically important). In 2021 she experienced genital haemorrhage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to migraine or genital haemorrhage. The reporter commented: had 2 dandc done for symptoms and now awaiting a hysterectomy and bilateral salpingectomy. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: follow up 2nd and 3rd processed together lot number and expiration date added, rcc updated. 28-sep-2023: follow up 2nd and 3rd processed together product start date updated, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding genital") and migraine ("migraine") in a 42 year-old female patient who had essure inserted. Medical conditions: the use of other products were denied. In 2006, the patient had essure inserted. In 2020 she experienced migraine (seriousness criterion medically important). In 2021 she experienced genital haemorrhage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to migraine or genital haemorrhage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding genital") and migraine ("migraine") in a 42 year-old female patient who had essure inserted (lot no. 624487,624477). The patient had a medical history of fibroids, prolonged heavy periods and painful periods. The use of other products were denied. In 2007, the patient had essure inserted. In 2020 she experienced migraine (seriousness criterion medically important). In 2021 she experienced genital haemorrhage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to migraine or genital haemorrhage. The reporter commented: had 2 dandc done for symptoms and now awaiting a hysterectomy and bilateral salpingectomy. The following amendment was made: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) transferred to the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding genital") and migraine ("migraine") in a (B)(6) year-old female patient who had essure inserted. Medical conditions: the use of other products were denied. In 2006, the patient had essure inserted. In 2020 she experienced migraine (seriousness criterion medically important). In 2021 she experienced genital haemorrhage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to migraine or genital haemorrhage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.